Event description:
Reporter alleged obtaining the results of 2.6 mmol/l, 29.5 mmol/l and 6.0 mmol/l back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in the (B)(6).

Manufacturer narrative:
The event occurred in the (B)(6). Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.